Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had diminished longevity due to high outputs in both rv and lv leads. Additional information indicated that the patient will be followed up for a month until elective replacement indicator (eri) is reached. To date, this crt- d remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicates that the device reached normal elective replacement indicator (eri) due to high thresholds. Further, the device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Additional information indicates that the device was explanted. No adverse patient effects were reported.